Manufacturer narrative:
Medtronic received the following information from a journal article entitled; onyx¿ cast fragmentation after embolization of endoleaks keegan c, lechareas s, torella f, yuan chan t, fisher r, mcwilliams r journal of endovascular therapy 2022, vol. 29(2) 266¿ 274 https://doi.org/10.1177/15266028211045701. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient in the endovascular treatment of a 64mm abdominal aortic aneurysm on an unknown date. It was reported that 2 years post the index procedure, a type ii endoleak with 14mm aneurysm enlargement and a reduced proximal seal was noted. This patient continued to have aneurysm growth and underwent relining with a non mdt stent graft initially for a suspected 3b endoleak, and then open ligation of the lumbar branches at a later date. No additional clinical sequalae were provided.